Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warming device's low water alarm did not work. No patient injury or adverse affects were reported.

Event description:
Additional information was received which stated the event occurred during preventive maintenance check. No patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, faded line cord, and worn enclosure and front cover, outdated printed circuit board (pcb) and power switch. Functional testing found the float switch was triggered but did not sound. The other alarms sounded when triggered but not the low water. The root cause of the reported issue was found to be a malfunctioning float switch. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. UDI number are unknown, no information.